Event description:
Customer reports receiving erratic readings on their freestyle freedom blood glucose monitor. Customer received readings of 374 mg/dl and 120 mg/dl within 10 minutes. All tests were performed on the finger. The results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow up report will be filed if product is returned for evaluation.